Manufacturer narrative:
No sample was received from the customer. Review of the complaint history shows no other similar complaint reported. Review of the compounding and filling manufacturing batch records (mbrs) showed no anomalies that may have contributed to the complaint condition. Review of the incoming component qa inspection reports showed to be acceptable (reference the component grid for lot code/s). All finished product testing results met specifications. The product is manufactured according to requirements of the device master record. Root cause could not be determined. Potential root causes include: product nonconformance; this is unlikely based on the compounding and filling procedure that were performed, as well as, the finished product testing results. Nonconformance with the kit syringe, filter, or cannula; the results of the incoming inspection met specifications for each of these component. Event outside of manufacturer's control (product storage, use, and surgical practice); this could not be confirmed. A comprehensive review was performed including a review of the processes, complaint histories, batch record review, finished product testing results. The review shows that the manufacturing processes were in a state of control. Based on the acceptable mbr review and finished product test results, this lot continues to be acceptable. (B)(4).

Event description:
A doctor reported that after a vitrectomy procedure to repair a macula on retinal detachment the patient experienced severe diffuse retinal atrophy of the entire retina including the optic nerve. The patient has had a poor visual outcome. The doctor suspects the heavy liquid used in the surgery to be the cause. Additional information was received indicating the surgical procedure was a 23 gauge vitrectomy procedure with air exchange. The heavy liquid was removed without incidence.